Event description:
A friend or family member of the patient reported that they were told their last implantable neurostimulator (ins) would last 3 or 5 years but lasted only a year and a half. When they asked why it only lasted that long they were told it was because the voltage was up higher. There were no patient symptoms alleged. The battery was replaced as a result. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.